Event description:
On 8/19/97 surgeon reported that on 8/5/97 electrocautery spatula burned the pt's common bile duct and caused a hole and tissue to slough. Pt returned to surgery on 8/1/97 for a acute abdomen and repair of a leak of the common bile duct and insertion of a t tube.